Manufacturer narrative:
H6) the 9736411, (lot number: s5j0nr0nb00298b), solid-state drive (ssd) was returned to the manufacturer for evaluation. It was reported that no issues were found with the ssd. It was booted and logged into five times without any problems. A previously installed application was tested and functioned normally without any failures. S.m.a.r.t. Data and the self-test reported no errors. The drive operated as expected with no signs of malfunction. The 9735764r, (lot number: 1932c01565) computer was returned to the manufacturer for evaluation. It was reported that the returned computer powered on when power was applied. After multiple power cycles no boot up or video issues were observed. The network and teradici configurations were set correctly. The video capture card functioned correctly. All display ports - dvi, hdmi, and dp all functioned correctly. The sound functioned on the hdmi and dp ports. The computer passed all burn-in testing v9.1 the computer was fully functional. Codes c19 and d14 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9736411, serial/lot #: -, ubd: , UDI#: ; product ID: 9735737, version: 2.0.0, ubd: , UDI#: ; product ID: 9735764r, serial/lot #: -, ubd: , UDI#: h3, h6: no products have been returned to medtronic for analysis. Codes b17, c20, and d15 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system. It was reported that prior to a cyst procedure upon booting up the system and attempting to login, the system would boot itself out of the login screen. While troubleshooting the clinical consultant (cc) booted down the system, unplugged from wall power and attempted to boot up into the application again. Cc reported the computer screen was completely black and had coding displayed. Cc attempted to boot into stealthadmin. Cc was able to login into stealthadmin. Cc swapped ssd ports on computer and attempted to login to application again. Cc reported the computer screen then was red and had coding displayed. There was a less than one hour surgical delay. Imaging and navigation were aborted. Additional troubleshooting information was received. It was reported that the cc called for assistance installing software after replacing the solid state drive (ssd). Cc was guided through the install process, but cc got to disk 3 and the install failed. Cc reported that the time on the system was incorrect, and when opening the system configuration app, a notification appeared asking to perform cart setup first. Cc was unable to locate cart setup application on her system and had to leave for a case. Cc to call back later to continue with install. It was noted that software 2.1.0 does appear. It was believed the install may not have been fully successful. It was later report that the cc attempted to load application 2.1.0 onto an ssd sourced from another rep¿s trunk stock (over a year old), but was unsuccessful. Although the software appeared to be present, upon logging into the stealthuser profile, no applications were available. It was recommended to perform a full uninstall and reinstall of the application on the older ssd currently exhibiting the issue. Additionally, it was strongly recommended to use new installation cds to ensure software integrity. The cc was still unable to upload the software on the disc that he received from another rep and attempting to uninstall and reinstall on the ssd that was initially in the system. The cs then performed the following troubleshooting: - cs rebooted the system with the software disc already inserted. Cs reported upon install, the system indicated that the software install failed. - cs corrected the time and date on the system and attempted to reinstall - issue unresolved. - cs swapped ssd ports in the computer - issue unresolved. - cs reported upon reboots in between attempting to install software or attempting to logout of stealthadmin and go into the application or vise versa, the screen would display a green colored screen with coding, or a yellow screen with coding, or a red screen with coding. - cs reported that the application and license would show up under medtronic from applications in stealthadmin but when going into the application, nothing was there. - cs reported after attempting multiple times on both ssds and the swapping of ports with in between reboots, the application install was attempted again. Cs reported that when getting to 100% on disc 3, the system displayed scripts. Cs reported he waited 15 minutes then it was stuck in cleaning up install and 10 more minutes were waited and nothing changed. Cs did a hard shutdown and upon reboot started the install again on disc 1 and he was unable to install the software.

Manufacturer narrative:
H2: additional information added to b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. It was reported that the procedure being performed was an endoscopic tarlov cyst excision. There was no reported impact on patient outcome. The surgeon was able to use a c-arm for imaging instead.

Manufacturer narrative:
H3, h6: a software analysis was initiated. However, the software evaluation found that a probable cause was unable to be determined. Codes b01, c19, d15 are applicable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3) onsite functional and visual examination was performed by a manufacturer representative. The computer and ssd were replaced and the issue was resolved. The system passed a system checkout and was returned to an operational condition. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.